Event description:
Patient was treated with hardware for a wrist fusion procedure on an unspecified date in (B)(6) 2012. The surgeon reported the patient would need revision surgery for the wrist fusion due to a non-union. Reportedly, the patient is non-compliant. The revision surgery has not been scheduled. It is unknown what parts will be removed. Additional information has been requested. This report is for unknown implant(s) for a wrist fusion. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the patient was implanted on an unspecified date in (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: complaint description updated/corrected. Patient was reportedly implanted with device on june 22, 2012 and device was reportedly explanted on (B)(6) 2013. This device used for treatment and not diagnosis.

Event description:
It was reported that a revision surgery of a total (right) wrist fusion plate was performed on (B)(6) 2013. This report is for an unknown plate. This is 1 of 2 reports for complaint #(B)(4).